Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 7.0-7.7cm from the proximal end of the rv shock coil. Externalized conductors due to internal insulation abrasion were noted at 4.5-7.2cm from the proximal end of the rv shock coil. Internal insulation abrasion was noted at 2.0-2.1cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 2.0-3.0cm from the proximal end of the svc shock coil. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were noted. The lead was explanted and replaced.